Event description:
It was reported that this patient with a 29mm mitral valve, implanted for five (5) years and one (1) month, underwent a valve-in-valve procedure due to severe stenosis and motion restriction. The patient presented with acute chf. The tmvr was performed with a 29mm transcatheter valve. The patient was discharged on pod #1.

Manufacturer narrative:
There can be several root causes of leaflet immobility or leaflet restriction. There may be cases where the leaflet or leaflets are not functioning as intended leading to regurgitation or stenosis and require exchange of the device. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
The most likely cause is patient factors, including cad, hld, and pre-dm. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.